Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing seizures which was a new symptom. The hcp wanted to perform an MRI.